Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). Investigation results: received one speedband device with the velcro strap and the ligator head for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found five bands present and were moved out of their positions with some of the bands were caught under the other bands. The white band is broken. It was noticed that the ligator head teeth were bent. The suture was intact and attached to the trip wire loop. The trip wire was partially rolled in the handle and was secured in the handle assembly slot when received. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly and the velcro strap. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity, moving bands without being deployed, also the suture can tangle with the bands and this condition can cause band breakage due continued rotation of the handle for deploying the bands. Based on the information available and the analysis performed, the most probable cause for the complaint event is operational context, probably due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7¿ device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands failed to deploy. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7¿ device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.